Event description:
During shoulder arthroscopy procedure, at the moment, the surgeon impacted the anchor in the patient's bone, suture wires broke. The surgeon removed the anchor along with the sutures and another anchor was used. Additional information was received on (B)(4) 2014 which indicated the following: the site was prepared by abrading bone/shaver. The surgeon did use a new site with the new anchor; the original site was left empty. Patient's bone quality was normal. The patient was noted to be okay post procedure. A smith & nephew rep (scrub tech) was present during the procedure.

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).

Manufacturer narrative:
Device evaluation: one bioraptor 2.9 device was returned for evaluation. Visual assessment showed no damage to the inserter. Two small fragments of the anchor were returned, no suture. Reported complaint was related to suture breakage, without its return no root cause can be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. Due to these observations no root cause related to the manufacturing process can be established. (B)(4).